Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following response was provided: 1. Please clarify if there were consequences for the patient. - it had no consequences for the patient. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and absorbable straps were used. During screen, stapling, the stapler breaks on the setimo staple. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email additional information: d9, h3, h6. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was returned without damages in the external components. In addition, a foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually and in the next actuations, no straps were fire even though the device was being actuated on several occasions. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the firing issue. Eight (8) straps were found inside cannula shaft. The event reported was confirmed and it is related to improper use of the device. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.